Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the implantable cardiac monitor (icm) experienced undersensing of premature ventricular contractions (pvc) and potential undersensing of ventricular tachycardia (vt). The icm remains in use. No patient complications have been reported as a result of this event.